Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy memory eight wire basket. The stone was caught in the basket, but the basket could not be pulled through the papilla. Mechanical lithotripsy was performed causing the basket to detach from the drive wire at the connecting joint. The basket remained in the duct. The basket was surgically removed from the pt.

Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: the info provided indicated lithotripsy was performed with this basket device. The instructions for use warn the user that this device is not compatible with the soehendra lithotripter or any other mechanical lithotripter. The mechanical pressure that is applied to an extraction basket during lithotripsy is the most likely cause for separation of the basket from the drive wire at the connecting joint. Prior to distribution, all memory eight wire baskets are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because the info provided indicated the product was used in contradiction with the instructions for use. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.